Event description:
A us distributor reported that a battery charger displays error when charging battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (displays error code when charging battery pack) has been confirmed. Upon investigation the battery charger was unable to charge a battery. The cause for the failure was isolated to a damaged l4 component on the bedside pca. The root cause for the damaged l4 could not be positively identified. No adverse event resulted from the damaged charger.